Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip was successfully implanted. A second triclip was then placed. After deployment the second clip had a single leaflet detachment (slda) and was no longer attached to the posterior leaflet. The clip remained stable on the leaflet so the procedure was discontinued. The final tr was grade 2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip was successfully implanted. A second triclip was then placed. After deployment the second clip had a single leaflet detachment (slda) and was no longer attached to the posterior leaflet. The clip remained stable on the leaflet so the procedure was discontinued. The final tr was grade 2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported single leaflet device attachment per the physician is related to patient conditions (slightly thickened leaflets). There is no indication of a product issue with respect to manufacture, design or labeling.